Manufacturer narrative:
(B)(4). Additional information: the device was returned in good physical condition. The device was tested with a generator and was functional; in addition, the device activated with both max and min buttons. The tissue pad of the device was in good physical condition. There were no abnormalities observed with the functionality of the device. The instrument did activate the max and min buttons by squeezing and releasing them without any difficulties encountered. It could not be determined why the device reported that the instrument activated without the min or max button being depressed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. Device evaluation - no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, it was reported by a scrub tech who participated in the procedure that the instrument activated without the min or max button being depressed. This was after the instrument was tested but prior to it being inserted through the trocar into the patient's abdomen. It was never in contact with the patient. Case completed with another device of the same product code but with the same hand piece and generator. There were no patient consequences reported.